Manufacturer narrative:
H10 h3, h6 the reported device, intended for use in treatment, was received for evaluation there was a relationship found between the returned device and the reported incident. A visual inspection found distal tip and fiber damage and chipped lens. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the scope's distal lens was cracked. No case reported; therefore, there was no patient involvement.